Manufacturer narrative:
Product analysis the device was returned along with a 6fr sheath a visual inspection showed that the tip detached from the housing distal to the anchor pockets, the detached tip is stuck in the sheath, (photo 5) and there is damage on the sheath, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made yo use a turbohawk plus to treat a calcified lesion in the left distal superficial femoral artery. Degree of tortuosity known was minimal. Degree of calcification was severe. Lesion length was 150mm. The artery/vein diameter was 5mm. A 6f sheath was used. A 014 guidewire was used. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated. A inpact admiral 5 x200 mm was used for dilation. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. IFU was followed without issue. Removal difficulties. Per the physician and tech, the sheath being used was bent which they felt caused the nose to come off inside of the sheath. The nose cone was easily removed from the sheath. It did not come off inside of the patient. There was no vessel damage. The plaque was adequately removed prior to the nose cone coming off inside of the sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.